Event description:
Additional information was received that a revision procedure was performed. The device was explanted and replaced to resolve the event. The patient was stable after the procedure.

Event description:
During a follow-up, premature battery depletion was alleged on the device. Technical support was contacted and confirmed an anomaly in the device battery trend. No intervention has been performed but a revision is anticipated. The patient is stable.